Event description:
The end user facility reported that a unit was shocking the patient.

Manufacturer narrative:
The end user facility reported that a unit was shocking the patient. It was found that the patient was shocked while removing the pads and that the unit was still on. The instructions for use state that the unit must be turned off prior to removing the electrodes. The root cause was determined to be end user error as the IFU was not followed.